Manufacturer narrative:
Device received with drive support disk look normal. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had repeated motor error alarm while giving a bolus. Customer reported the drive support cap was flush. The customer's blood glucose was 90 mg/dl at the time of incident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.